Event description:
The customer reported that intermittently the system would not take images. This resulted in an intermittent loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.